Event description:
It was reported that a patient with an inflatable penile prosthesis ipp presented with localized infection symptoms secondary to erosion of the pump through the scrotal skin. Physician visual inspection confirmed a hole in the scrotum, including redness and swelling localized, and a 1.5 cm erosion over the pump site. Although the device was still functional, the entire system was removed, and a malleable implant was placed for space retention. Antibiotic therapy was administered by the physician as treatment for the infection. Copious irrigation was performed. There were no further patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The exact implant date was not available, therefore the date (B)(6) 2022 was used as an estimate, based on the reported implant date occurring 3 years ago. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of infection, erosion, erythema, swelling/edema are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.